Event description:
Rear right wheel fell off during transport of pt into elevator. Wheel got caught in gap, staff attempted to get bed out. Wheel broke. Kci is retrofitting wheels to increase width for safety and ease of transport.